Manufacturer narrative:
A product investigation was completed: the visual inspection confirmed that the tip of the screwdriver shaft is broken off; the broken off fragment was not returned. The review of the production history revealed that this device was manufactured in november 2005 according to the specifications. The part conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformance reported. The hardness parameters were checked and found to comply with the specifications. In addition, these instruments are subjected to a 100% control before they leave the manufacturing facility. No manufacturing related issue that would contribute to this complaint were found. No definitive root cause could be determined; however, since this instrument is quite old this complaint is considered as normal wear and tear after use. Concomitant part compression support (part 388.425, lot 1147591) was received still intact. No product related issues were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Device is an instrument and is not implanted / explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). Device history records review was completed for part# 388.311, lot# 1412741. Manufacturing location: (B)(4), manufacturing date: nov 28, 2005. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2017, a screw driver broke intraoperative, while the surgeon was initiating the compression and distraction of rod. Reportedly, the tip of the screwdriver jammed in the implanted rod. The surgeon could not perform compression and distraction, so he needed to close the patient. The tip of the screw driver tip fragment was left in the patient. Patient outcome was reported as okay but revision surgery is required to solve the problem. It is unknown when the revision surgery will occur. The surgery was delayed for one hour. Concomitant devices reported: compression support (part# 388.425, lot# 1147591, quantity 1). Rod (part# 498.103, lot# unknown, quantity 1). This report is for one (1) screwdriver t15 l300. This is report 1 of 1 for (B)(4).